Event description:
It was reported that a vio 3 two-pedal footswitch was involved in two (2) incidents. The footswitch was used with an erbe electrosurgical unit [esu, model vio 3, part number (p/n) 10160-000, and serial number (s/n): (B)(6)]. No other information was provided regarding any other accessory used in the procedures or the equipment settings. Nevertheless, it was reported that around on (B)(6) 2025, the esu continued to deliver output without the footswitch's cut pedal being depressed (note: per the provided information, the center's personnel could not replicate the issue.). Then, around on (B)(6) 2025, the same issue occurred. In summary, per the account, "it was reported twice within the past few months that upon activating with the cut footpedal, once the physician would remove his foot from the pedal, the unit would remain in "active" mode -- continuing to make the cutting tone and cut until staff would either disconnect the active cord or power the unit off." There was no report of any patient injury involved with either event.

Manufacturer narrative:
During an initial evaluation, the report of the footswtich's cut pedal sticking could not be induced/duplicated. However, there was damage to the strain relief where the cable attaches to the body of the footswitch. The movement of the cable did not prevent any recognition or activation issues. To further investigate this issue, the footswitch is being returned to our parent company, erbe elektromedizin gmbh (germany), for a more in-depth analysis. No anomalies were found in the review of the of the device history record (DHR) for the lot of the footswitch. If any conclusive determination is made by erbe germany as to the cause(s) of the reported issues, then a follow-up MDR will be filed. The account is being made aware of the findings.